Manufacturer narrative:
(B)(4). This lot was manufactured may 11, 2015 to may 13, 2015. The device was received for evaluation. Visual inspection was performed and identified white floating particulate matter in the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white floating particles. This was found after being compounded with aztreonam. There was no patient involvement and no additional information is available.